Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an absence of no delivery alarm, for which the customer declined troubleshooting. The blood glucose reading was 147 mg/dl. The customer stated that everything was working. Unable to perform troubleshoot due to lack of tube clamp, which was sent to the customer. She stated that she would call back to complete troubleshooting. Nothing further reported.